Event description:
It was reported that a critical alarm was heard and also confirmed by telemetry. The alarm was due to zero ml reservoir volume reached. Treatment options were being considered. The pump contained baclofen. It was later reported that the patient was a nursing home patient who was in the hospital for a urinary tract infection. As the physician was not on staff at the hospital where the patient was, he was being administered oral baclofen. No device intervention was performed with the exception of turning off the alarm. The hcp planned to refill the pump as soon as the patient was discharged, as well as check the pump for accuracy.

Manufacturer narrative:
(B)(4).